Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device was not working correctly. Patient was still urinating everywhere. Caller stated they talked to the managing healthcare provider (hcp) and was redirected to call the manufacturer to make adjustments. It was noticed that the patient programmer (pp) showed stim was off during the call. Caller stated she must have accidentally just turned it off right before the call because they just made adjustment to the settings today. Caller was instructed to turn stim on during the call and patient reported feeling stim. They made adjustments to therapy today from program 2 at 1v. It was reviewed that they may want to wait a bit before making additional adjustments. Patient was advised to follow up with healthcare provider (hcp) if issue was not resolved. There were no further complications that have been reported as a result of this event.